Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was getting a battery disconnect alarm intermittently. The contacts on both battery clips were cleaned recently in the clinic and the batteries being used were new out of the box. The battery clip was exchanged however the alarms did not resolve. The patient then exchanged the system controller which resolved the alarms. Log files were submitted for review and captured intermittent power cable disconnects on 16 feb 2024 between 12:11:28 and 12:17:03. During this time there were instances where the relative state of charge (rsoc) dropped into the 11-volt range.

Manufacturer narrative:
Section d1 (brand name): corrected. Section d4 (catalog number): corrected. Section d4 (UDI number): corrected. Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via analysis of the submitted log file. The submitted log file contained approximately 4 hours of data ((B)(6) 2024 from 08:13:07 ¿ 12:24:36 per the timestamp). The log file captured power cable disconnect alarms that were not associated with true power cable disconnections on (B)(6) 2024 from 12:11:57 to 12:12:22 and at 12:14:25 due to the relative state of charge (rsoc) and bus voltage fluctuating, causing the voltage to drop to as low as approximately 0 v. The atypical alarms occurred while connected to 14v batteries and occurred on both the black and white power leads. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Additional information provided communicated that the issue resolved after exchanging the system controller. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6) was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2017. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The backup battery was shipped to the customer on (B)(6) 2022. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.